Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 75-years old female patient of an unknown origin. Medical history involved unspecified uterine problem which required surgery since unknown date in 2010, type 1 diabetes and fainting. She reported she was frequently hospitalized due to feeling unwell, experiencing headaches, and doctors could not determine what she had, until, after evaluations, including an arteriography, a doctor diagnosed her with type 1 diabetes, which explained the uncontrolled blood sugar levels. Doctor also prescribed some tablets (she didn't specify which), but it did not work, and this continued until she underwent the uterine surgery. The concomitant medications were not provided. The patient received insulin glargine (rdna origin) (basaglar) injections through a cartridge, via a reusable pen (humapen ergo ii), at an unknown dose and frequency, via unknown route of administration for the treatment of type 1 diabetes, beginning on an unknown date. On an unknown date, her humapen ergo ii pen was not injecting the medicine, so when she was not receiving the drug, she found out and when she went to the hospital she was informed that her glucose was 615 (units and reference ranges were not provided) and that luckily, she did not die. In addition, she also had a serious vision problem because of her diabetes. She reported that, while waiting for an update on her reimbursement process, she did not realize that her device was inoperative, which resulted in an episode of coma. She also informed that, since the increase in the dose of insulin glargine, she has had memory lapses and mental confusion. The events of blood glucose increased, visual impairment and coma were considered to be serious by the company due to their medically significant reasons. Information regarding any corrective treatment, outcome of the events and status of the insulin glargine was not provided. The user of the humapen ergo ii device was patient, and her training status was not provided. The general device duration and humapen ergo ii suspect device duration of use was not provided. The action taken with suspect humapen ergo ii was unknown and its return status was not provided. The reporting consumer did not provide any relatedness assessment between the events and insulin glargine or humapen ergo ii device. This case was cross-linked with the following cases: (B)(4). Update 28-may-2025: information received from the affiliate on 07-may-2025. Tried for multiple times was not connected, no information could be obtained. No medically significant information was received, and no changes were made to the case. Update 02-jun-2025: additional information was received from initial reporter on 28-may-2025. Added three medical histories; type 1 diabetes, uterine disorder and faint, a suspect drug; insulin glargine (basaglar), one serious event of coma and two non-serious events of mental impairment and mental confusion. Updated the event coding of serious vision problem because of diabetes to visual impairment. Updated narrative and line listing accordingly. Edit 04jun2025: upon review for expedited reporting, this case was unlocked to add the brand name basaglar to case narrative. No other changes were made. Edit 05jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18jun2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: the female patient reported that the humapen ergo ii device was "not injecting the medication". The patient experienced increased blood glucose and coma. The device was not returned to the manufacturer for investigation (batch 2405d08, manufactured may2024); however, photographs were provided. The photographic evidence revealed a gap between the foot on the injection screw and the inserted cartridge. Malfunction unknown. A complaint history review was conducted with no typical findings in regard to gap between screw/foot/ratchet and plunger nor device not working - reusable medical device. Additionally, all humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this misuse is relevant to the events of increased blood glucose or coma.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the initial reporter, concerned a 75-years-old (at the time of initial report) female patient of an unknown origin. Medical history involved unspecified uterine problem which required surgery since unknown date in 2010, type 1 diabetes and fainting. She reported she was frequently hospitalized due to feeling unwell, experiencing headaches, and doctors could not determine what she had, until, after evaluations, including an arteriography, a doctor diagnosed her with type 1 diabetes, which explained the uncontrolled blood sugar levels. Doctor also prescribed some tablets (she did not specify which), but it did not work, and this continued until she underwent the uterine surgery. The concomitant medications were not provided. The patient received insulin glargine (rdna origin) (basaglar) injections through a cartridge, via a reusable pen (humapen ergo ii), at an unknown dose and frequency, via unknown route of administration for the treatment of type 1 diabetes, beginning on an unknown date. She also received insulin lispro (rdna origin) injections (unknown tradename) via an unknown formulation, 30 units in the morning, lunch and at night, for type 1 diabetes; therapy start date and route of administration were not provided. On an unknown date, her humapen ergo ii pen was not injecting the medicine, so when she was not receiving the drug, she found out and when she went to the hospital she was informed that her glucose was 615 (units and reference ranges were not provided) and that luckily, she did not die. In addition, she also had a serious vision problem because of her diabetes. She reported that, while waiting for an update on her reimbursement process, she did not realize that her device was inoperative, which resulted in an episode of coma. The events of blood glucose increased, visual impairment and coma were considered to be serious by the company due to their medically significant reasons. On an unknown date, since the increase in the dose of insulin glargine (50 units each morning), she had memory lapses and mental confusion. On (B)(6) 2025 she missed an appointment because she did not remember due to feeling sick. Information regarding any corrective treatments, outcome of the events and status of the insulin glargine and insulin lispro therapies was not provided. The user of the humapen ergo ii device was patient, and her training status was not provided. The general device duration and humapen ergo ii suspect device duration of use was not provided. The action taken with suspect humapen ergo ii was unknown and its return status was not provided. The reporting consumer did not provide any relatedness assessment between the events and insulin glargine, insulin lispro or humapen ergo ii device. This case was cross-linked with the following cases; (B)(4). Update 28-may-2025: information received from the affiliate on 07-may-2025. Tried for multiple times was not connected, no information could be obtained. No medically significant information was received, and no changes were made to the case. Update 02-jun-2025: additional information was received from initial reporter on 28-may-2025. Added three medical histories; type 1 diabetes, uterine disorder and faint, a suspect drug; insulin glargine (basaglar), one serious event of coma and two non-serious events of mental impairment and mental confusion. Updated the event coding of serious vision problem because of diabetes to visual impairment. Updated narrative and line listing accordingly. Edit 04jun2025: upon review for expedited reporting, this case was unlocked to add the brand name basaglar to case narrative. No other changes were made. Edit 05jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 11-jun-2025: additional information received on 06-jun-2025 from the initial reporter. Added insulin lispro as co-suspect therapy, a new dosage regimen of insulin glargine, and a non-serious event of malaise. Narrative was updated accordingly. Update 17-jun-2025: additional information received on 11jun2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from no to yes, malfunction reiterated as unknown and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly. Update 18-jun-2025: additional information received on 17jun2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Corresponding fields and narrative updated accordingly.